Manufacturer narrative:
The customer reported complaint of autopulse platform system (sn (B)(4)) displayed error ua41 (patient temperature sensor failure) was confirmed per archive data, but it could not be replicated during functional test. No device malfunction was found during the functional evaluation of the returned autopulse platform. During visual inspection, there was no physical damage observed on the returned autopulse platform system. During functional test, unable to duplicated the customer reported complaint of "unit displays a ua41". The platform operated as intended without the ua 41 error message or any other faults. Additionally, the storage and shift check conditions are not known; however, factors such as ambient storage condition (e.g., fire truck in sun) or soft surface that may block air vents are known to cause ua 41 error messages in rare cases. Per review of the archive data, multiples faults of ua41 error messages were found on (B)(6) 2019, rather than the reported event date of (B)(6) 2019, thus confirming the reported complaint. As a precautionary measure, the temperature sensor was replaced. Following service, the autopulse platform met all specifications historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for autopulse with serial number (B)(4).

Event description:
It was reported that during test, the autopulse platform system (sn (B)(4)) displayed error ua41 (patient temperature sensor failure); customer attempted to reproduce the error with a manikin, but it was unsuccessful. No patient involved.